Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The oversensing was noted on a stored electrocardiogram. The implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed on. The implantable cardioverter defibrillator was resolved by reprogramming and no longer received alert notifications after it was programmed. The patient's condition was stable.